Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by tandem clinical support (clss) and reportedly the customer was using the infusion set for 3-4 day¿s, pulling air with empty syringe, and reusing insulin. Tandem clinical support informed the customer that using the infusion set for 3-4 day¿s, pulling air with empty syringe, and reusing insulin was off label per the tandem user guide. The customer changed the pump supplies and resumed insulin delivery. The customer's blood glucose ranged between 117 to over 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.